Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As per complaint form: the event took place under the procedure. The site described that there was a vascular bleeding (haemorrhage). The site specified ¿severe local bleeding following puncture of lymph node 7 (no submucosal blood vessels; no bloody tissue sample)¿. The site indicated that the event was considered to be related to the cook ebus needle and also considered to be related to any portion of the study procedure. The site also indicated that another condition did not cause or contributed to this event. Patient outcome: the event did not lead to a serious deterioration in health to the patient. The event was resolved at completion of data collection. The site indicated that treatment of event was medical, and specified ¿local antistringent agents, ice water, high-frequency yet ventilation, aspiration therapy¿. Severe local bleeding following puncture of lymph node 7 (no submucosal blood vessels; no bloody tissue sample)

Event description:
Supplemental report is being submitted due to the completion of the investigation on 14-jun-2024.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records. Prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c2103713 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label. As per the instructions for use, ifu0109 which informs the user about the potential adverse events "associated with bronchial endoscopy and gastrointestinal endoscopy include, but are not limited to: allergic reaction to medication, allergic reaction to nickel, aspiration, cardiac arrhythmia or arrest, damage to blood vessels, death, discomfort, fever, hemorrhage, hypotension, infection, inflammation, nerve damage, pain, perforation, pneumoperitoneum, respiratory depression or arrest, sepsis, septicaemia/bacteremia and tumor seeding¿. Image review. An image was not returned for evaluation. Root cause analysis. A definitive root cause could not be determined from the available information. However, there was no evidence of a failure reported associated with the actual device. As per IFU potential adverse events bleeding can be covered by ¿hemorrhage¿ as a known potential adverse event. Summary. Complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the event did not lead to a serious deterioration in health to the patient. The event was resolved at completion of data collection. The site indicated that treatment of event was medical, and specified ¿local antistringent agents, ice water, high-frequency yet ventilation, aspiration therapy¿. Complaints of this nature will continue to be monitored for similar events.